Event description:
Additional information received indicates that surgical intervention took place where the patients new lead was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients leads had fractured. Surgical intervention took place where the leads were explanted. New leads to be implanted at a later date. Related manufacturer reference number: 3006705815-2023-03045, 3006705815-2023-03046.